Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection from an abscess on the patient's thumb. The patient then developed endocarditis from the infection. On (B)(6) 2019, the implantable cardioverter defibrillator system was removed successfully. The patient was in stable condition post procedure. Related manufacturer reference number: 2017865-2019-12263, 2017865-2019-12265.